Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to dislodgement and helix issues. The rv lead dislodged during the fixation test, and when the physician removed the lead and tested the helix mechanism, the helix jumped out and was unable to retract fully. A new rv lead was successfully placed, and the attempted lead is expected to be returned to boston scientific for analysis. No adverse patient effects were reported. Additional information was received. The rv lead was implanted successfully, however dislodged overnight. A replacement procedure was successfully performed the next day. The explanted rv lead was returned to boston scientific for analysis. This investigation will be updated when analysis is complete. No additional adverse patient effects were reported.

Manufacturer narrative:
Initial information indicated that this lead had both dislodgement and helix issues. Upon further investigation, it was noted that lead 7841/(B)(6) was an attempted implant due to helix issues. The allegation of dislodgement is on lead 7841/(B)(6). Please refer to complaint (B)(4) for further information. With the additional information received, boston scientific no longer considers this to be a reportable event. Isolated helix extension/retraction issues that are experienced during an initial procedure shows no evidence to suggest that therapy was impacted, nor would recurrence lead to serious deterioration.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to dislodgement and helix issues. The ra lead dislodged during the fixation test, and when the physician removed the lead and tested the helix mechanism, the helix jumped out and was unable to retract fully. A new ra lead was successfully placed, and the attempted lead is expected to be returned to boston scientific for analysis. No adverse patient effects were reported. Additional information was received. The ra lead was implanted successfully, however dislodged overnight. A replacement procedure was successfully performed the next day. The explanted ra lead was returned to boston scientific for analysis. This investigation will be updated when analysis is complete. No additional adverse patient effects were reported. Further investigation noted that this right atrial (ra) lead did not dislodge, but rather this ra lead was the attempted lead due to helix issues. This lead was returned to boston scientific for analysis. Please see related complaint for dislodgement allegation.